Event description:
It was reported that the patient experienced dizziness. The atrial lead exhibited loss of sensing and capture. The device was reprogrammed. The patient was stable after the event.

Manufacturer narrative:
(B)(4).